Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. MRI tech said the patient hasn't used their ins in years. They also added that the patient said it "never worked so never really used it". The next day, the MRI tech called back reporting poor communication; they couldn't communicate to the ins with our without the antenna. As a result of what was reported, the caller was redirected to the managing hcp to determine if the ins is at end of service (eos) and to come up with therapy considerations moving forward. No patient symptoms were reported and no further complications have been reported as a result of this event.